Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device, including written correspondence, but no response has been received from the customer. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was displaying its service indicator and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed that they installed a replacement battery in their device and it resolved the reported issue.

Event description:
The customer contacted physio-control to report that their device was displaying its service indicator and would not power on. There was no patient use associated with the reported event.